Event description:
The customer reported elevated troponin I (accutni) and creatine kinase-mb (ck-mb) results, above the reference range, for one pt involving unicel dxi 800 access immunoassay system and access 2 immunoassay system. This is report number two of two referencing access 2 system. The erroneous results were released out of the laboratory without retest. The pt sample was retested on both systems after recalibrations. There was no report of pt injury. There has been no report of a change in pt treatment associated with this event. The field service engineer (fse) was dispatched to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit at the facility on (B)(4) 2008. The fse performed lumwash son/inc. Test on access 2 system and failed with several fliers out of specifications. The fse replaced parts from the preventive maintenance kit and successfully completed the lumwash son/inc. Test and verified alignments and voltages. The unit conformed to the manufacturer's specification. The customer collected samples in plastic bd lithium heparin non-gel tubes. The specimen was sampled from an insert cup placed in the blood tube. The pt sample was filtered and checked for clots prior to aspirating the sample into the insert cup. Creatine kinase-mb (ck-mb) quality control was within specifications prior to the event. This reportable event was identified during a retrospective review of product complaints conducted from january 01, 2008 through october 23, 2010 for additional reportable events. This medwatch report is related to MDR 2122870-2011-02724.